Event description:
A malfunction was reported on the pump by the caller, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returns, which the caller understood and acknowledged.